Manufacturer narrative:
(B)(4) sex/gender: unknown, not provided. If implanted, give date: unknown, not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens, model zct225, was explanted from a (B)(6) patient because the lens wasn't working properly. No additional information has been provided.

Manufacturer narrative:
Additional information was provided via the patient implant card. The gender of the patient and the implant date of the lens ((B)(6) 2016) is the same date as the reported explant ((B)(6) 2016) thus the surgery is considered a removal and replacement and not an explant in a secondary procedure. Sex/gender: female. Implant date: if implanted, give date: (B)(6) 2016. Device evaluation: the lens was returned to the manufacturer for evaluation and the lens was received damaged, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. There is no complaint related test. Results of the optical measurement performed at final inspection were reviewed. The in-line optical inspection data shows the lens is within power specification; hence the lens meets the specified cosmetic requirements. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. (B)(4). All pertinent information available to abbott medical optics has been submitted.